Event description:
Customer states they had a specimen on the automated preanalytic system this morning that pipetted a clot into an aliquot cup from a short sample, this produced erroneous results on the analyzer. The erroneous result was not reported out. The erroneous results provided was for potassium, initial result 6.2 mmol per l, repeated twice gave 5.8 and 4.0 mmol per l.

Manufacturer narrative:
The field service representative was unable to determine the cause. He stated that the short sample aliquoted on the preanalytical system did not have a clot or short sample alarm, but did not transfer clotted sample to the analyzer for testing, resulting in the discrepant ise results.